Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that on an unknown date in 2017, a patient had an andometrial ablation. The patient presented for prenatal care at 11 weeks gestation for pregnancy post-ablation. "On (B)(6) 2020 she underwent a dilation and curettage at university of utah hospital, gestational age 13.1 weeks, normal immediate preoperative formal obstetrical ultrasound. Case was complicated by hemorrhage and suspected accreta requiring tranexemic acid x2, hemabate x2, methergine, misoprostol, and intrauterine foley balloon placement. She then developed an arrhythmia and had a stemi requiring transfer to the cath lab with placement of a drug eluding stent in the left anterior descending coronary artery. She is now stable at home with placental pathology pending." No additional details available.